Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 31-aug-2022 to 30-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server publishing on one of the synchronization servers was behind due to network issue. A technical support specialist reviewed the data synchronization configuration files- changed the send and receive timeout settings back to defaults to resolve. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that a pyxis medstation es system did not show patient orders, causing nurses not able to pull the required medication. The customer reported that they proceed to put all devices in critical override but that took 20 minutes to reflect in station. The technical support specialist added that the automatic critical override setting at the facility was set to 20 minutes. If the station's connection to the server was interrupted for 19 minutes, the station did not get into an automatic critical override. At the 20- minute-marker, the station will automatically switch to critical override. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server publishing on one of the synchronization servers was behind due to network issue.a technical support specialist reviewed the data synchronization configuration files; changed the send and receive timeout settings back to defaults to resolve.the system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not show patient orders, causing nurses not able to pull the required medication. The customer reported that they proceed to put all devices in critical override but that took 20 minutes to reflect in station. The technical support specialist added that the automatic critical override setting at the facility was set to 20 minutes. If the station's connection to the server was interrupted for 19 minutes, the station did not get into an automatic critical override. At the 20-minute-marker, the station will automatically switch to critical override. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.

Event description:
It was reported by the customer that a pyxis medstation es system did not show patient orders, causing nurses not able to pull the required medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.